Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced for upgrade and repositioned, as patient did not like the current ipg position. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.